Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 300-460 mg/dl. Customer reported air bubbles were observed in the cartridge pigtail. Infusion set was changed and manual injections were administered to address bg.